Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was complex regional pain syndrome type I and non-malignant pain. It was reported that the patient had back surgery in (B)(6) 2023 and had not used their spinal cord stimulator (scs) since then. The patient said their ins would only charge to 50-60% anyway since about six months before the surgery in the middle of 2022. The patient then said they were having problems with their lower back again and needed another disk replacement. The patient mentioned they were trying to speed up the MRI process because their back problems were getting worse and their mobility was being affected by the back problems. The patient had an MRI scheduled for tomorrow, but over the weekend, the patient was unable to connect their programmer or recharger to the scs to charge their ins. The patient could not access MRI mode to show the MRI facility that the implanted device was in MRI mode. The manufacturer's patient services specialist (pss) explained over-discharge to the patient. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.